Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery (pta). After crossing the lesion with a jupiter sfc guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery (pta). After crossing the lesion with a jupiter sfc guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the target lesion had 100% stenosis and was non-tortuous and severely calcified.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the posterior tibial artery (pta). After crossing the lesion with a jupiter sfc guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported. It was further reported that the target lesion had 100% stenosis and was non-tortuous and severely calcified.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 14mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities.